Manufacturer narrative:
Findings: pump had broken battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and crack around reservoir and reservoir comes off. The blood glucose at the time of the incident was 111 mg/dl. The insulin pump will be returned for analysis